Event description:
It was reported that 3 8.5 in pressure rated minibore set experienced component separation and leaks during use. The following was reported by the initial reporter: "it was reported that the set was leaking blood when the extension set was disconnected from the connector. Verbatim: (B)(6) ed has reported to mm that they have experienced an issue with the below note item. The issue was with one of the sets leaking blood. (B)(4) set 0.59 8.5in extension maxplus and removable maxiplus cs/50ea when the extension set is disconnected from the connector it will leak because the gasket is not sticking. On 23-feb-2021 update: photo of packaging- this jlupe is malfunctioning- the plunger on the cap is sticking + leaking x3 on 2/9 c-pob".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-26. Investigation summary: customer reported there was leaking from the maxplus because the piston was sticking, and returned the affected sample. The set includes a maxplus and extension set. The maxplus was primed with syringe with the extension set and without, and under both circumstances no leak was seen. The set was also tested under 30 psi for 10 seconds while submerged in water, and no leaking was observed. The complaint could not be verified, and the maxplus provided did not have any failures observed. A device history record review for model mp5313-c lot number 20126035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without a failure, a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 8.5 in pressure rated minibore set experienced component separation and leaks during use. The following was reported by the initial reporter: "it was reported that the set was leaking blood when the extension set was disconnected from the connector. Verbatim: nsmc ed has reported to mm that they have experienced an issue with the below note item. The issue was with one of the sets leaking blood. (B)(4) set 0.59 8.5in extension maxplus and removable maxiplus cs/50ea when the extension set is disconnected from the connector it will leak because the gasket is not sticking. 23-feb-2021 update: photo of packaging- this jlupe is malfunctioning- the plunger on the cap is sticking + leaking x3 on 2/9 c-pob".